Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the image acquisition system (ias) died in the hallway as it was being pushed back to where it is stored and charged. They were able to move it to a wall power outlet to charge. The next day, they said the battery was charged and they were able to conduct a spin with no issues. The site's biomedical engineer believed the mobile view station (mvs) umbilical cable was pinched, and suspected this could have been the cause of this issue, but has not seen any communication errors on the system. There was no patient present when this issue was identified. Onsite investigation suspected that the mvs umbilical cable might have caused the issue, site also stated it was possible that the system had been unplugged from the wall power outlet and created the discharge of the motion batteries during transport. Replacement of the motion batteries and the mvs cable resolved the issue. No further issues were reported. Old batteries were not returned to manufacturer for analysis, therefore, no findings will be possible. Analysis of the returned mvs cable could not confirm any failure as it passed bench testing and functioned as expected without problems. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the image acquisition system (ias) died in the hallway as it was being pushed back to where it is stored and charged. They were able to move it to a wall power outlet to charge. The next day, they said the battery was charged and they were able to conduct a spin with no issues. The site's biomedical engineer believed the mobile view station (mvs) umbilical cable was pinched, and suspected this could have been the cause of this issue, but has not seen any communication errors on the system. There was no patient present when this issue was identified.